Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was broken causing a loss the ability to manually ventilate. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received, this reported apl issue did not prevent manual ventilation. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Clinician has the option to switch to the vent position to mechanically ventilate the patient if manual ventilation is in question. The initial MDR was not reportable. Additional information was received, this reported apl issue did not prevent manual ventilation. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. Clinician has the option to switch to the vent position to mechanically ventilate the patient if manual ventilation is in question. The initial MDR was not reportable.